Event description:
A physician reported a hakim valve (ID 823101) was implanted due to non-communicating hydrocephalus and intraventricular hemorrhage via ventriculoperitoneal (vp) shunt in 2014 with unknown setting. Diagnostic imaging was performed during periodical check-up. The axial misalignment of its cam was observed. The patient is in good physical condition however, the size of ventricle was slightly larger. Therefore, the valve was removed and replaced on (B)(6) 2024. The patient is recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - the product code 82-3101 with lot cnhbkh, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected; biological debris were found on the base plate and housing. The valve was hydrated. The valve was tested for programming and failed the test; the cam mechanism wiggled. The valve passed the test for occlusion, leak and reflux. The pressure test could not be performed because the device could not be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the base plate, motor and on the seat of the ruby ball. A visual control magnetizing engines was performed; normal polarization was noted. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve and or due to galvanic corrosion.